Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were been made, however, this did not resolve the issue. Device labeling was conducted and device failure was confirmed. Revision surgery will be scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.